Event description:
It was reported that the patient has had no hearing sensation since the first fitting. The patient was implanted on (B)(6) 2008. Testing showed that the implant is working within specification. An x-ray carried out on (B)(6) 2008, showed that only 3-4 of the electrodes were inside the cochlear. The electrode is to be repositioned.

Manufacturer narrative:
The device has been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.